Manufacturer narrative:
Originally, we reported that the device in the 3500a initial report was not approved by the FDA. However, biosense webster inc. Considered it a similar device and was reporting the event. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17509518l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. The ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. Concomitant product: carto 3 system, model #: unknown, serial #: unknown. (B)(4). The overall time for ablation at the last ablation cycle time at the site of injury was unknown. It was unknown when the event occurred as the physician realized the issue at the end of the procedure. It was unknown if there were any other factors that might have contributed to the event . The power was titrated during ablation at 25w for posterior wall and 30w for the rest. Settings during the event include: power control mode / temperature cut off was set to 40ºc / flow setting was set to 8ml/min for 25w and 17ml/min for 30w. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool sf smarttouch uni-directional catheter and suffered a cardiac tamponade requiring a pericardiocentesis. During ablation, the physician observed high contact force in some areas of the anterior wall of the right pulmonary veins, which was noticed immediately and the catheter was repositioned. At the end of the procedure, the physician pulled the catheters out in preparation for femoral access site compression. At that point, the physician noticed wall motion abnormalities. Transthoracic ultrasound revealed a tamponade. The pericardiocentesis yielded an unknown amount of fluid. The patient was reported to be in stable condition immediately after the event. The patient did not require extended hospitalization. The patient fully recovered with no residual effects. The physician's opinion regarding the cause of this adverse event is that he did not know how it occurred. A transseptal puncture was performed with a st. Jude medical brk 1 needle. The st. Jude medical 8.5fr agilis sheath was used. There were no error messages observed on the biosense webster equipment during the procedure. The patient received anticoagulation during the procedure and the act was maintained at 300s. The shaft proximity interference value was unknown. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter.